Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 50 mg/dl. Customer reported that the insulin pump had hardware low level failures alarm occurred during self test. Customer stated that the insulin pump deliver micro boluses was continuous and that's not allowing the low to be corrected right away even customer eat carbs. The insulin pump will not be returned for analysis.